Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 772497 manufacturing date: 2010/08 expiration date: 2013/08 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddpa llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Essure removal via salpingectomy is planned by consumer. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who received essure (batch no. 772497). The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure at an unspecified dose and frequency. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pains"), back pain ("then lower back pain"), asthenia ("major asthenia"), abdominal distension ("intestinal bloating"), fatigue ("extreme fatigue"), headache ("headaches"), eczema ("eczema"), tendonitis ("tendonitis") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal via salpingectomy is planned by patient). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, asthenia, abdominal distension, fatigue, headache, eczema, tendonitis and myalgia outcome was unknown. The reporter considered pelvic pain, abdominal pain, back pain, asthenia, abdominal distension, fatigue, headache, eczema, tendonitis and myalgia to be related to essure. The reporter commented: immediately after implantation of essure abdominal pelvic pains occurred. Consultation with the gynaecologist and battle to have essure device removed on salpingectomy. Diagnostic results: investigations including CT scan, MRI, colonoscopy: nothing found company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Essure removal via salpingectomy is planned by consumer. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.